Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer stated that after completion of apheresis treatment, the catheter was capped. The pt then complained of chest pain and shortness of breath. The pt became anxious, however, the pt was still alert and conscious. Pt was hypotensive. Nurse called a code to get help. Pulse ox was 80%. Blood gas was drawn and pao2 was less than 40. Pt was then in-tubated. While in-tubating the pt, the dialysis catheter was pulled. After pt was in-tubated. Pt was then transferred from medical office bldg to ed at the hospital. Then pt was transferred to ICU and placed on ECMO. Upon parental request, pt was transferred to (B)(6) medical center. Mahurkar catheter had been used for a couple of 8 treatments of apheresis for guillain-barr syndrome. The customer would like the catheter checked for defect to rule out air embolism.